Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from a us center without information regarding patient impact or product performance. Upon follow-up, it was reported that the device was explanted and replaced due to elective replacement indicator. No patient complications have been reported as a result of this event.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from a us center without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.